Event description:
It was reported that the atrial lead exhibited noise when the patient performed isometrics. The programmed mode was changed to vvi.

Manufacturer narrative:
Na

Event description:
Complainant alleged that while performing an analysis on a (B) (6) male patient in convulsions, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Final analysis found that the insulation was abraded through to the coil at 19.6 cm from the connector pin, due to friction with another device. Insulation abrasion was also found at 28.5 cm from the connector pin, due to clavicular crush. The damage to the lead could cause sensing anomaly.